Event description:
Customer reported his insulin pump has alarmed no delivery a few times. He believes the cause of the alarms is the cannula length. Customer requested smaller cannula lengths. He declined speaking with help line. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).